Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and there was a pin/cap intermittency. It was noted that the outer insulation had a cosmetic depression and a breached depression. (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The lead and device were returned to the manufacturer, were analyzed and tested out of specification. No patient complications have been reported as a result of this event.